Manufacturer narrative:
A user report was received related to an alleged device malfunction in a foreign country which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided if the device is received for investigation and confirmed as a device related issue.

Event description:
Details of incident/nature of device defect test. At the point of plugging in the video laryngoscope into the correct usb port of the tempus pro monitor, the tempus pro monitor 'crashes' requiring the unit to be rebooted. On the second attempt to plug in the video laryngoscope the same thing occurred. Details of injury (to patient, carer or healthcare professional): minimum delay occurred to patient care as the clinical team resorted to our back up device and no patient harm was seen. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) manufacturer contacted and report logs provided. This is the second occasion we have had of this issue, the first occasion was put to a potential faulty video laryngoscope. However, this occasion both units were function fine but when unitied in use, as required, it causes the unit to crash. Attachments: for (B)(4) reference only: feedback type: potential incident. (B)(4): (B)(6). Submitter email: (B)(6).

Manufacturer narrative:
A user report was received related to an alleged device malfunction in a foreign country which has been investigated. Report summary - as this is the only device that we have identified with this mode of failure, testing was undertaken to attempt to replicate this issue on 3 other tempus pro devices. Each of that tests were performed multiple times with user initiated shutdowns in between. The returned device, sn (B)(6), was the only device which failed the test. The camera screen reported the warning message but the laryngoscope did not report any warning and just displayed as a static image once again. Once the failure occurs, the device needs to be rebooted by the user to restore the laryngoscope and camera functionality, this takes the standard time of 60 seconds to reboot. Replacement with new device for the customer has been initiated and the trend for this failure will be monitored.

Event description:
Details of incident / nature of device defect test. At the point of plugging in the video laryngoscope into the correct usb port of the tempus pro monitor, the tempus pro monitor 'crashes' requiring the unit to be rebooted. On the second attempt to plug in the video laryngoscope the same thing occurred. Details of injury (to patient, carer or healthcare professional): minimum delay occurred to patient care as the clinical team resorted to our back up device and no patient harm was seen. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) manufacturer contacted and report logs provided. This is the second occasion we have had of this issue, the first occasion was put to a potential faulty video laryngoscope. However, this occasion both units were function fine but when unitied in use, as required, it causes the unit to crash.